Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was some blood black flow occurring with a one-link non-dehp y-type standard bore catheter extension set. The occurred during patient use. It was stated that they had blood back up about two inches. There was no report of patient injury or medical intervention associated with this event. No additional information is available.